Manufacturer narrative:
Qn#(B)(4). The customer returned an opened PICC kit with multiple components. The guide wire and the catheter will be analyzed as part of this complaint investigation. Visual analysis revealed that the guide wire was severely deformed with kinks/bends across the majority of the extrusion. Microscopic examination revealed that the distal weld was spherical and intact. No other defects or anomalies were observed. The guide wire total length measured 45cm, which is within the specification limits of 43.75cm-46.25cm per the guide wire graphic. The guide wire outer diameter measured .0178", which is within the specification limits of .0160"-.0185" per the guide wire graphic. The catheter body length from the juncture hub to the distal tip measured 20 13/16", which is within the specification limits of 19 11/16"-21 11/16" per the catheter graphic. The catheter outer diameter measured .0647", which is within the specification limits of .064"-.069" per the catheter extrusion graphic. The guide wire was passed through the distal tip of the catheter body. Major resistance was observed due to the kinking on the guide wire. This prevented the guide wire from passing completely through the catheter. To check for blockages, the guide wire was also passed through the proximal end of the catheter. No blockages were observed. A manual tug test confirmed that the distal weld was secure and intact to the assembly. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the several kinks/bends across the majority of the guide wire body. Despite this the guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during the advance of the guide it is evident that it bends and when the catheter advances there is opposition and resistance.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the advance of the guide it is evident that it bends and when the catheter advances there is opposition and resistance.